Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of a hole in cassette and peritonitis. On (B)(6) 2012, the following information was obtained by a baxter clinical educator from a nurse. On an unknown date, the patient developed peritonitis. The patient stated he got peritonitis due to a hole in the cassette on an unknown date. It was unknown if the event of peritonitis had resolved. No further information was provided at the time of the initial report. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was obtained from the nurse: on an unreported date, the patient began apd therapy. On (B)(6) 2012, the patient reported to the nurse having a hole in the line 2-3 days prior. The patient was unable to describe to the pdrn the exact location of the hole. She was not sure if the hole was located in the patient line from the cassette or in the extension line based on the information the patient provided her. On (B)(6) 2012, the patient was diagnosed with peritonitis and catheter site infection. On (B)(6) 2012, the patient was treated with empiric therapy of vancomycin and fortaz intraperitoneally (ip). On a later date, fortaz was discontinued and the patient continued therapy on vancomycin and rocephin ip. On (B)(6) 2012, when the final results of the culture were available, the patient remained on vancomycin, rocephin was discontinued and the patient began a 14 day regimen of oral doxycycline 100mg twice a day. At the time of this report, the peritonitis was considered resolved and pd therapy was ongoing. The nurse stated the cause of the peritonitis may have been related to a hole in either the cassette line or the extension line, but she is unsure, since the patient has a history of non-compliance. She stated the peritonitis was not related to pd solutions, the transfer set, the titanium adapter or the mini-caps. No further information was provided.

Manufacturer narrative:
(B)(4). This report of damaged is not confirmed and the cause was not determined because no sample was returned to baxter and the lot number was not provided. There was no report of use error or issues that might have caused the damage.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. The patient had discarded his supplies. A sample or lot number is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number was unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.